Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided. Brand name unknown / not provided. Catalog, lot number, expiration date and unique identifier (UDI) number unknown / not provided. PMA/510(k) number not available. Device manufacturer date unknown / not provided since the catalog and lot number was not provided and the device will not be returned, identifying a definitive root cause will not be possible. Also, since there is not catalog or lot number provided, a device history and complaint history review cannot be conducted. Therefore, no further evaluation will be conducted. Should additional information be received which identifies the product or indicates that the device may have caused or contributed to the event, an additional report will be submitted. Evaluation not possible with no info.

Event description:
It was reported that an unknown biomet screw fractured in tooth site #19. They were able to remove the broken portion from the implant.